Event description:
It was reported that impedances were greater than 4,000 ohms on some of the bipolar pairs and the pt experienced lack of therapeutic effect. Reprogramming was unsuccessful. A peripheral nerve eval was planned for the pt's opposite site. A revision of the system was planned pending the outcome of the pne. At the time of this report, there was no injury to the pt.